Event description:
A medtronic representative reported that during a cranial resection procedure, the tracer registration was found to be about 5 millimeters inaccurate. The surgeon performed another registration and felt it was acceptable. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. The site reported an hour delay to the surgery.

Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.